Manufacturer narrative:
Section d9; h3: only the distal end of the driveline was received and evaluated. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed several low speed and pump stop events while the patient was supported by the mobile power unit (mpu) and power module. Evaluation of the returned portion of driveline did not confirm wire damage that would have contributed to the events captured in the submitted log files; however, based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. An external driveline repair was performed on 04mar2021 approximately 3¿ from the driveline exit site. Following the driveline repair, the patient reported continued alarms while the device was connected to the mpu. The patient was given a power module with an ungrounded patient cable on 20mar2021. As of 13may2021, the patient continued with no further alarms, and the plan was for the patient to remain on an ungrounded patient cable. The submitted log files were reviewed and collectively contained data from 27feb2021 through 23mar2021. Multiple low speed and pump stop events were captured on 27feb2021, 28feb2021, 02mar2021, 04mar2021, 13mar2021, 16mar2021, 18mar2021, and 20mar2021 while the device was connected to the power module or mpu. The low speed events were associated with motor stop, low speed advisory, low speed hazard, and/or low flow hazard alarms. Of note, the final pump stop captured on 20mar2021 occurred prior to the patient continuing on an ungrounded patient cable. Approximately 19.5¿ of the distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. The driveline was disassembled, and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified. The patient remains ongoing on vad-59951 with no further related events reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for vad-59951 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead, serial number 61075, were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 18dec2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing symptoms of dizziness and lightheadedness. On history the site noted pump off events and low speeds from 0 to 5000 rpm. The patient was unsure if each event was on just wall power. Technical services reviewed the log file and noted the data showed 16 pump stops and 19 low speed advisories between (B)(6) 2021 and (B)(6) 2021. These issues appeared to only occur while the device was connected to the mobile power unit. This type of behavior has been linked to potential issues with the percutaneous lead. Technical services reviewed submitted images and reported that there appeared to be a kink in the pump bend relief. Technical services arrived onsite for driveline evaluation/repair on (B)(6) 2021. They performed repair three inches from the exit site.